Event description:
It was reported that during a colon resection procedure, kept getting instrument error code 5. Opened a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.